Event description:
It was reported, that the pt, implanted in 2004, can no longer hear with her ci. To date, it is not confirmed whether the pt had an impact or accident. Re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow report.